Event description:
It was reported that at 10:10 am on (B)(6) 2022, the patient needed chemotherapy and was given a PICC catheter. After the catheter was successfully placed, there was resistance when the puncture needle was withdrawn, and the sheath could not enter. After inspection, it was found that the end of the guide wire was hooked, and then the guide wire was trimmed with scissors and entered. This increases the friction of the scissors, which is easy to damage the PICC catheter trimming. Due to the relatively careful and smooth operation, no adverse consequences were caused to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1093 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy1093) have been reported from the same facility in (B)(6).